Manufacturer narrative:
The subject device was returned to omsc for evaluation. In the evaluation, omsc confirmed as followings. There were no abnormal increase in temperature and it could be touch with finger on the distal end including the light guide lens after leave the subject device turned on for about 30 minutes each with nbi and wli without anything attached such as solution or water on the distal end. The result was same while with cleaner of the anti-fog on the light guide lens and the objective lens of the subject device. There were no foreign materials on the distal end such as the light guide lens and the objective lens. There were no discoloration on the light guide lens. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, there was the possibility that the phenomenon described in the instruction manual of the subject device such as followings was occurred. The temperature of the distal end of the endoscope may exceed 41c (106f) and reach 50c (122f) due to intense endoscopic illumination. Surface temperatures over 41c (106f) may cause mucosal burns. Always maintain a suitable distance necessary for adequate viewing while using the minimum level of illumination for the minimum amount of time. Do not use close stationary viewing or leave the distal end of the endoscope close to the mucous membrane for a long time without necessity. Set the brightness of the video system center to the minimum level necessary to perform the procedure safely. If the endoscope is used for a prolonged period at or near maximum light intensity, vapor may be observed in the endoscopic image. This is caused by the evaporation of organic material (blood, moisture in stool, etc.) Due to heat generated by the light guide near the light guide lens. If this vapor continues to interfere with the examination, remove the endoscope, wipe the distal end of the endoscope with lint-free cloths moistened with 70% ethyl or 70% isopropyl alcohol, reinsert the endoscope, and continue the examination.

Event description:
Olympus medical systems corp. (Omsc) was informed from the facility that during upper gastrointestinal endoscopy procedure, it was found that the burn on the patient mucosal when switching from the narrow band imaging (nbi) observation to the white light imaging (wli) observation after the duodenum was observed about two minutes using the near focus mode with nbi. The user facility completed the intended procedure with the subject device. The patient came back home after the procedure.